Manufacturer narrative:
Event date unknown.

Event description:
It was reported that the abutment screw (iunihg) was loosened. It was also reported that the implant remains intact, there is no injury or impact to the patient. Tooth #19.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). One certain gold-tite hexed screw was returned for inspection. The collar, drive feature, and body are noted to be worn, indicating use. The threads are similarly worn and contain some debris. The reported event is not verifiable with the information provided. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.